Event description:
The patient underwent successful treatment for a 70% stenosis in the basilar artery with a balloon and stent. At a routine follow-up six months post procedure asymptomatic restenosis in the region of the stent was noted. The patient was treated with a balloon and a bare metal stent. The patient outcome is reported to be good and the restenosis resolved with out sequelae.

Event description:
The patient underwent successful treatment for a 70% stenosis in the basilar artery with a balloon and stent. At a routine follow-up six months post procedure, asymptomatic restenosis in the region of the stent was noted. The patient was treated with a balloon and a bare metal stent. The patient outcome is reported to be good and the restenosis resolved with out sequelae.

Event description:
The patient underwent successful treatment for a 70% stenosis in the basilar artery with a balloon and stent. At a routine follow-up six months post procedure asymptomatic restenosis in the region of the stent was noted. The patient was treated with a balloon and a bare metal stent. The patient outcome is reported to be good and the restenosis resolved with out sequelae.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. In-stent restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release.